Manufacturer narrative:
During investigation, co concluded that the subject sulu did not fire completely as a result of firing into an obstruction or excessively thick tissue. Multiple actuations of the firing button made the counter indexed to zero.

Event description:
The device was used during a gastroplasty procedure. Reportedly, the instrument did not fire and the counter dropped from four to zero. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.